Manufacturer narrative:
Device received with all operating currents within specifications and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No possible under anomaly noted. Device was downloaded to carelink pro properly and all bolus delivered were found at the carelink report. Device received with cracked belt clip slot, broken battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. Device passed the delivery analysis test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering. The customer was treated with manual injection. Customer has been using insulin pump system within 48 hours of reported high blood glucose. The customer alleges that the insulin pump was under delivering because manual injections bring her glucose down. Customer stated that drive support cap was normal. The device will be returned for analysis.